Event description:
Patient reports pump reading that program was completed but that there was a significant amount of drug still left in the bag. Patient informed that previous rph reprogrammed it with her to continuous rate of 240ml/hr (the last step) to finish infusion as there was an error during the beginning of the infusion and it did not go through to completion. While on the phone, pump read set 3 error and patient confirmed tubing was flattened. Patient replaced tubing and restarted the program and it was running at time of call. Rph informed patient that we will contact her for pump replacement to avoid further issues as the pump was reading multiple errors during this infusion. Indication: antibody deficiency with near normal immunoglobulins or with hyperimmunoglobulinemia. Serial number not provided. Unknown if patient missed dose. Unknown if patient experienced any adverse events. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available.